Event description:
This report summarizes one malfunction event. A review of the event indicated that model cruos106 crosser cto recanalization catheter experienced material separation and twisting of material. Of this event, the device was used on the patient with no reported injury. The male patient weighed (B)(6) kgs. And did not have his age provided. The cruos106 crosser cto recanalization catheter was returned to the manufacturer along with two pictures. The investigation confirmed both product problems. Neither the DHR review nor the investigation were able to determine a root cause. The device was labeled for single use.